Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule attached to the patient's esophagus but would not deploy from the delivery system. The capsule did not remain attached to the esophagus and the delivery system was removed from the pt with the capsule still attached to it. The physician did not attempt to place a second capsule. No serious injury to the patient was reported.